Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. Fractured unknown screw identified inside implant. Unable to assess screw threads due to it being stuck inside implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, device malfunction did occur. Even though the screw threads could not be assessed, the screw was fractured and stuck to the inside of the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #3 suffered from a stripped screw. The implant had to be removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). D4: catalog and lot number unknown / not provided d10: bopt5411, 3i t3 tapered implant 5/4 x 11.5mm/lot# 2018062334 g4: PMA/510(k) number not available product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.